Event description:
A journal article was received entitled, auxiliary locking plate improves fracture stability and healing in intertrochanteric fractures fixated by intramedullary nail sebastian eberle , johannes gabel , sven hungerer, stefanie hoffmann, robert pätzold, peter augat, volker bühren, clinical biomechanics 27 (2012) 1006¿1010. This study describes the results of 13 patients with unstable intertrochanteric or subtrochanteric nonunions who were treated by revision surgery. Four female and nine male patients with an average age of 55.4 years were studied. It is reported that 4 of the patients nonunions were initially treated with proximal femoral nails. 2 of the 4 patients experienced atrophic nonunion and 2 experienced hypertrophic nonunion. It is unknown if this is a synthes product. This report is for an unknown amount of pins/wires this is 2 of 4 reports for this complaint (B)(4).

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.